Manufacturer narrative:
Age at time of event: patient is quite elderly, like (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The catheter separated/cut at the proximal section, however, no other defects were noted.

Event description:
Reportable based on device analysis completed on 15jun2019. It was reported that the drainage bag cannot be secured. A flexima apdl drainage catheter was selected for use. During the procedure, it was noted that the drain would not secure to the drainage bags and was then pulled up. The procedure was not completed due to the issue and the patient went back in for different procedure and place different drains. No complications reported and patient is fine. However, device analysis revealed catheter separated/cut at the proximal section.